Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading over 300 mg/dl. The customer's mother perceived cause of event was due to customer being ill. The customer's mother stated that no alarms were present. Nothing further was reported.